Event description:
A customer contacted beckman coulter inc. (Bci) regarding suppressed orr lo ammonia (amm) results generated by the unicel dxc 800 pro synchron clinical systems for three patients. Amm result was reported out of the lab as <16ug/ml for one patient. The original samples were re-tested on a different instrument. It is unknown if patient treatment was affected.

Manufacturer narrative:
Samples were plasma. Customer noticed that qc level I was reading very high. When the calibrator was run as a sample it was reading very low. A field service engineer (fse) was dispatched and inspected the instrument. The fse replaced the cartridge chemistries (cc) sample wash collar and checked top end alignments. The fse recalibrated amm with new reagent cartridge and ran 20 replicates precision with sd=3.52. Customer ran all controls with acceptable results. A clear root cause for this event is unknown.